Event description:
Endo gia ultra universal stapler used to close bronchus during right thoracotomy with wedge resection. Stapler malfunctioned and staple did not deploy. No injury. Area of resection (bronchus) was closed by hand using 4-0 vicryl suture instead of using staples. Product is held for distributor rep, (B)(4), to pick up as of 07/25/2012.